Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra resilia valve, the implanter elected to deploy two iliac stents prior to sheath insertion, contrary to advice provided by the fcs. The fcs stated they were not comfortable advancing the edwards device through freshly deployed stents; however, the implanter elected to proceed with the procedure. The sheath was advanced without initially noticing dislodgement of an 8 mm omnilink stent near the iliac bifurcation. The commander delivery system was subsequently inserted, and valve alignment was completed. As the system was advanced, it was observed that the nosecone had the 8 mm omnilink stent wrapped around it. The fcs advised that the entire system should be removed and the procedure restarted. During removal of the system, the valve separated from the delivery system in the groin. Vascular surgery was able to remove all components, and a patch graft was placed without reported issue. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
The investigation is ongoing.